Event description:
It was reported that the implantable neurostimulator (ins) was causing the patient pain when it was on. When it was on, they had trouble with their knees and they wanted to find a way to control it to work on only certain times. There were complaints of pain and complications when the device was on. The patient confirmed they had not spoken with their follow-up healthcare provider (hcp) to find a solution. The patient had a knee replacement surgery in (B)(6) 2014. When therapy was on, stimulation was hurting their right knee since surgery. The patient needed to keep therapy off at the time of the report. Their back was hurting because they could not have their therapy on. The patient needed an adjustment on their ins device and the hcp told the patient to contact the manufacturer representative to come to the office for programming. They had the knee replacement surgery in (B)(6) 2014 and could not have stimulation on because it aggravated their knee. The patient was working with a pain pump hcp. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 7495-25, serial#: (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3888-33, lot# j0019920v, implanted: (B)(6) 2001, product type: lead. (B)(4).